Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to find charger for transmitter. Customer reported that blood glucose was 80 mg/dl and it dropped to 13 mg/dl. Customer also reported of going to bed with blood glucose of 200 mg/dl and awaking with blood glucose of 40 mg/dl. Troubleshooting could not be continued as customer was not able to find charger.